Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn1969 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a triple that was placed today. When she pulled the stylet out it was kinked at a 90 degree angle. No other information provided.